Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via telephone that the customer received an absence of no delivery alarm on their insulin pump. Their blood glucose was unknown. The pump did not pass the high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.